Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the vascular damage was patient condition related to diseased vessels. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male with sever peripheral artery disease in acute myocardial and cardiogenic shock presented for impella support. During impella insertion, the patient's iliac artery was dissected. The device was removed and a covered stent was applied to the artery. Thereafter, a new impella cp was inserted without further issue.